Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinic observed variable battery voltages and estimates. The physician elected to explant and replace the device due to variability in battery measurements and longevity estimates. When the ICD was returned for analysis, ICD analysis concluded that the discrepancy in longevity estimates observed is believed to be due to a programmer software issue.